Event description:
Patient was treated at emergency medical care for pain in left eye. She was diagnosed with a corneal ulcer of left eye. No additional information regarding the event or treatment were available except that the patient was discharged from the hospital. The reporting physician suspected non-compliance on the part of the patient with regards of usage of lenses and lens care system resulting in an eye infection.

Manufacturer narrative:
The reporting physician suspected non-compliance on the part of the patient with regards to usage of lenses and lens care system resulting in an eye infection. The patient's contact lenses soaking in an unknown storage solution in a lens case were returned for evaluation. Deposits were found on the surface of both lenses. The lens case was dirty with deposits on the outside, inside the well and the cap. The solution in the lens case had deposits and dust.